Event description:
It was reported that "not closing/staple misaligned." This issue was found prior to use. No patient involvement reported

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "not closing/staple misaligned." This issue was found prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed evidence of use in the form of biological material on the device. The stapler was returned with the trigger not engaged. The staples appeared to be properly aligned. The stapler was returned with 19 staples left in the cover block indicating that at least 16 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, the first staple was unable to properly form. At this point, it was observed that the pawl was out of alignment. The sample was disassembled to inspect the internal components. It was observed that the cover block was broken, and the pawl was out of alignment. These issues prevented the device from functioning properly. It could not be determined how or when these issues occurred. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The sample was returned with the cover block broken and the pawl out of alignment. This prevented the stapler from functioning properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Teleflex will continue to monitor and trend reports of this nature.